Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure, there was excessive leakage of contrast revealed by angiography after placing the device zenith aaa endovascular graft main body. Touch-up ballooning with another manufacturer¿s balloon was performed but leakage had not changed. Type iii or IV endoleak was suspected and it was further confirmed that there was a large amount of localized leakage at the side wall of the main body. Two extender stents were implanted to treat it and decreased the amount of leakage. The physician decided to end the procedure although some leakage still existed between the main body and excluder legs. Four days postoperatively, the endoleak was fully resolved.